Manufacturer narrative:
This report is being filed on an international product, prism hcv, list 6a52, that has a similar product distributed in the us, prism hcv, list 6d18. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Concomitant medical products: prism analyzer ln 06a36-04, sn (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of a retained file kit of prism hcv, a search for similar complaints, and a review of labeling. A return specimen was received but testing has not yet been completed. A retained file kit of prism hcv reagent lot number 23266li00 was tested for specificity and passed. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated a prism analyzer generated (B)(6) results for two patient samples. The samples were repeated on another system (method unknown) and (B)(6) results were obtained. There was no adverse impact to patient management reported. Individual patient data is not available at this time.